Event description:
It was reported, the patient experienced no stimulation sensation. The patient attempted to increase the stimulation and did not feel it. The stimulation was only felt when the patient was standing straight and leaning back or lying down. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).